Event description:
Explant-fungal infection. A pt with history of complete repair of tetralogy of fallot at a younger age underwent right ventricular outflow reconstruction with the use of an 18mm pulmonary homograft in 1999. At six months post-op, the pt developed severe right ventricular dysfunction and enlargement, right atrial enlargement, and severe anemia. Blood cultures indicated the presence of a yeast-like fungus, later identified as arthrographis kalarae. In 2000 the pt underwent revision of the right ventricular outflow tract, fossa ovalis closure, tricuspid valve repair, removal of extensive thrombosis, and replacement of the pulmonary conduit allograft an 18mm aortic valve allograft.